Event description:
It was reported that during implant after the pocket was closed, hv lead impedance on vector rv coil to svc coil was out of range. The set screw was retightened resolving the issue. There were no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.